Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out. Additionally, it was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 81 mg/dl.